Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed an error message "venous module srs failure f102." The user also reported that the arterial sensor performed as expected during the procedure. The device was used for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.